Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in an adult female patient who had essure (batch no. A57112) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's concurrent conditions included arthritis, polyuria, flank pain, stomach ache, low back pain, urinary frequency, ovarian cyst and dermatitis. In 2010, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("chronic,dysmenorrhea (cramping)") and nausea ("nausea"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2017, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes,") and was found to have weight increased ("weight gain/loss (specify which one) gain"). In (B)(6) 2018, the patient experienced alopecia ("hair loss") and tooth disorder ("dental problems"). In (B)(6) 2018, the patient experienced crohn's disease ("autoimmune disorder type of disorder: crohn's disease"). In (B)(6) 2018, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2019, the patient experienced migraine ("migraine/headache"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), dermatitis allergic ("rash/skin condition"), rash ("hypersensitivity/allergy-rash/skin condition"), depression ("psychological or psychiatric problems condition: , depression"), gastrointestinal disorder ("gi conditions"), headache ("headaches"), vision blurred ("vision problems/eye problems: blurry"), bipolar disorder ("psychological or psychiatric problems condition: bipolar"), vaginal discharge ("vaginal discharge"), abdominal pain lower ("lower abdominal pain"), pain in extremity ("hand pain"), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("chronic abdominal pain"), cystitis ("bladder infections"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, dermatitis allergic, allergy to metals, rash, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, headache, nausea, vision blurred, weight decreased, vaginal haemorrhage, crohn's disease, bladder disorder, urinary tract disorder, migraine, vaginal discharge, weight increased, abdominal pain lower, genital haemorrhage, abdominal pain, cystitis, urinary tract infection and vaginal infection outcome was unknown and the depression, fatigue, bipolar disorder and pain in extremity had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, back pain, bipolar disorder, bladder disorder, crohn's disease, cystitis, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nausea, pain in extremity, pelvic pain, rash, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2013 and (B)(6) 2013 patient received treatment for pain: dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),back pain,allergy: nickel - diag. Pre-essure, rash/skin condition, hypersensitivity,psych injury, bleeding procedure, the right cornua had 0 of visible coils. Left cornual had 2 of visible coils. Difficulty placing right coil due to positioning of the instruments to inflate uterus lot number:a57112 manufacturing date:2012/09 expiration date:2015/09 . Quality-safety evaluation of ptc: unable to confirm complaint amendment: the report was amended for the following reason: duplicate case found for same patient. All the information, source document and references of deletion case (B)(4) transferred into retention case (B)(4). New events chronic abdominal pain, bladder infections, urinary tract infection, vaginal infection were added. New reporters were added from deletion case. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in an adult female patient who had essure (batch no. A57112) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's concurrent conditions included arthritis, polyuria, flank pain, stomach ache, low back pain, urinary frequency, ovarian cyst and dermatitis. In 2010, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("chronic,dysmennorhea (cramping)") and nausea ("nausea"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2017, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes,") and was found to have weight increased ("weight gain/loss (specify which one) gain"). In (B)(6) 2018, the patient experienced alopecia ("hair loss") and tooth disorder ("dental problems"). In (B)(6) 2018, the patient experienced crohn's disease ("autoimmune disorder type of disorder: crohn's disease"). In (B)(6) 2018, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2019, the patient experienced migraine ("migraine/headache"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), dermatitis allergic ("rash/skin condition"), hypersensitivity ("hypersensitivity"), depression ("psychological or psychiatric problems condition: , depression"), gastrointestinal disorder ("gi conditions"), headache ("headaches"), vision blurred ("vision problems/eye problems: blurry"), bipolar disorder ("psychological or psychiatric problems condition: bipolar"), vaginal discharge ("vaginal discharge"), abdominal pain lower ("lower abdominal pain") and pain in extremity ("hand pain") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, dermatitis allergic, allergy to metals, hypersensitivity, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, headache, nausea, vision blurred, weight decreased, vaginal haemorrhage, crohn's disease, bladder disorder, urinary tract disorder, migraine, vaginal discharge, weight increased and abdominal pain lower outcome was unknown and the depression, fatigue, bipolar disorder and pain in extremity had resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, back pain, bipolar disorder, bladder disorder, crohn's disease, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, hormone level abnormal, hypersensitivity, menorrhagia, metrorrhagia, migraine, nausea, pain in extremity, pelvic pain, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vision blurred, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2013. Patient received treatment for pain: dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),back pain,allergy: nickel - diag. Pre-essure, rash/skin condition, hypersensitivity,psych injury. Procedure, the right cornua had 0 of visible coils. Left cornual had 2 of visible coils. Difficulty placing right coil due to positioning of the instruments to inflate uterus . Lot number:a57112 manufacturing date:2012/09 , expiration date:2015/09 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 6-apr-2020: quality safety evaluation of ptc (product technical complaint) a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in an adult female patient who had essure (batch no. A57112) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's concurrent conditions included arthritis, polyuria, flank pain, stomach ache, low back pain, urinary frequency, ovarian cyst and dermatitis. In 2010, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("chronic,dysmennorhea (cramping)") and nausea ("nausea"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2017, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes,") and was found to have weight increased ("weight gain/loss (specify which one) gain"). In (B)(6) 2018, the patient experienced alopecia ("hair loss") and tooth disorder ("dental problems"). In (B)(6) 2018, the patient experienced crohn's disease ("autoimmune disorder type of disorder: crohn's disease"). In (B)(6) 2018, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2019, the patient experienced migraine ("migraine/headache"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), dermatitis allergic ("rash/skin condition"), rash ("hypersensitivity/allergy-rash/skin condition"), depression ("psychological or psychiatric problems condition: , depression"), gastrointestinal disorder ("gi conditions"), headache ("headaches"), vision blurred ("vision problems/eye problems: blurry"), bipolar disorder ("psychological or psychiatric problems condition: bipolar"), vaginal discharge ("vaginal discharge"), abdominal pain lower ("lower abdominal pain"), pain in extremity ("hand pain") and genital haemorrhage ("general abnormal bleeding") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, dermatitis allergic, allergy to metals, rash, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, headache, nausea, vision blurred, weight decreased, vaginal haemorrhage, crohn's disease, bladder disorder, urinary tract disorder, migraine, vaginal discharge, weight increased, abdominal pain lower and genital haemorrhage outcome was unknown and the depression, fatigue, bipolar disorder and pain in extremity had resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, back pain, bipolar disorder, bladder disorder, crohn's disease, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nausea, pain in extremity, pelvic pain, rash, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vision blurred, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2013 patient received treatment for pain: dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),back pain,allergy: nickel - diag. Pre-essure, rash/skin condition, hypersensitivity,psych injury, bleeding procedure, the right cornua had 0 of visible coils. Left cornual had 2 of visible coils. Difficulty placing right coil due to positioning of the instruments to inflate uterus lot number:a57112 manufacturing date:2012/09 expiration date:2015/09 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 5-may-2020: pif received. Reporter information added. Events: general abnormal bleeding added. Event hypersensitivity updated to rash/skin condition. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in an adult female patient who had essure (batch no. A57112) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's concurrent conditions included arthritis, polyuria, flank pain, stomach ache, low back pain, urinary frequency, ovarian cyst and dermatitis. In 2010, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("chronic, dysmennorhea (cramping)") and nausea ("nausea"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2017, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes,") and was found to have weight increased ("weight gain/loss (specify which one) gain"). In (B)(6) 2018, the patient experienced alopecia ("hair loss") and tooth disorder ("dental problems"). In (B)(6) 2018, the patient experienced crohn's disease ("autoimmune disorder type of disorder: crohn's disease"). In (B)(6) 2018, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2019, the patient experienced migraine ("migraine/headache"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), dermatitis allergic ("rash/skin condition"), hypersensitivity ("hypersensitivity"), depression ("psychological or psychiatric problems condition: , depression"), gastrointestinal disorder ("gi conditions"), headache ("headaches"), vision blurred ("vision problems/eye problems: blurry"), bipolar disorder ("psychological or psychiatric problems condition: bipolar"), vaginal discharge ("vaginal discharge"), abdominal pain lower ("lower abdominal pain") and pain in extremity ("hand pain") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, dermatitis allergic, allergy to metals, hypersensitivity, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, headache, nausea, vision blurred, weight decreased, vaginal haemorrhage, crohn's disease, bladder disorder, urinary tract disorder, migraine, vaginal discharge, weight increased and abdominal pain lower outcome was unknown and the depression, fatigue, bipolar disorder and pain in extremity had resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, back pain, bipolar disorder, bladder disorder, crohn's disease, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, hormone level abnormal, hypersensitivity, menorrhagia, metrorrhagia, migraine, nausea, pain in extremity, pelvic pain, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vision blurred, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2013 patient received treatment for pain: dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),back pain,allergy: nickel - diag. Pre-essure, rash/skin condition, hypersensitivity,psych injury. Procedure, the right cornua had 0 of visible coils. Left cornual had 2 of visible coils. Difficulty placing right coil due to positioning of the instruments to inflate uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-mar-2020: pfs received. New events: abnormal bleeding (vaginal), psychological or psychiatric problems condition: bipolar, depression, autoimmune disorder type of disorder: crohn's disease, bladder or urinary problems or changes, migraines / headaches,vaginal discharge, vision/eye problems type: blurry, weight gain, lower abdominal pain, hand pain were added. New reporters, plaintiffs information added. Concomitant conditions added. Lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.